Event description:
Was implanted in 1987 with mentor smooth saline implants. I was told, they would last a lifetime and they were completely safe. Over the years, I was becoming sick with fatigue, pain, arrhythmia. I have been to many, many doctors. I have everything tested. All tests come up negative. In 2006, I started to feel very ill. I felt as though my body was shutting down. I was spending most of my days off from work in bed. A new dr found a very high ana. I was sent to a rheumatologist. By that time I had complete numbness down the left side of my body. Chest wall pain and burning, complete body pain and stiffness. I could no longer stand up. Every possible test came back negative. I was told my implants might be the problem. I did research. I found all kinds of health claims, all symptoms matched mine. I spoke to a dr who told me if I did not take my implants out, I could die. Late in the same year, I was explained. My implants came out completely black. I had them tested and fungus was found in them. I have read that mentor was aware of these issues with saline implants. Why wasn't I ever notified!? When there is a defect on an automobile, you get a recall notice. This is my health. It is now in 2007, and I am still not well. I spent seven months in bed deathly ill. Many symptoms have abated but I am still very sick. I no longer have numbness, chest wall burning, breast pain, burning scalp, extreme nervousness, or racing heart. But, I am still very weak, overall feeling of being sick, pain all over my body, and stiffness. I have never been sick before implants in my life. I have always led an extremely active and healthy lifestyle. I know there is no test to prove that my implants made me sick. But, I know that they did! I am begging you, the FDA, to urge that more testing be done in these implants!!! I work in a business here so many at a young age are implanting themselves believing that there are no health risks involved. When will it be illegal for surgeons to not divulge pertinent info to a pt, so they can make an informed choice. Where does the FDA's responsibility lie in protecting the consumer? How many have to become sick for things to change? I have been to surgeons who do admit that many have become ill from breast implants. I am requesting a response from you regarding this serious issue. Dates of use: 1987 - 2006. Event abated after use stopped: no.